Event description:
The customer reported false positive rheumatoid factor (rf) results were generated on the immage rheumatoid factor reagent lot m012376 which used on immage immunochemistry system. The customer stated that the number of rf high results have increased since the use of rf reagent lot m012376. The customer also stated that qc results have increased. The results were not reported out of the laboratory; hence patient treatment was not impacted by this event. The customer recalibrated the instrument, however, the issue remained. The instrument is currently performing within qc specifications with respect to controls (accuracy) and reproducibility (precision).

Manufacturer narrative:
Root cause is not known but this appears to be a reagent related issue. The customer was sent a replacement lot of reagent.